Event description:
The patient underwent ICD implant in 6 years ago after work-up for syncope and electrophysiology study (eps) with inducible sustained polymorphic ventricular tachycardia (vt) at eps. He was lost to follow up due to financial strain and sought no medical attention for the last 5 years. ECG changes seen on recent md visit prompted a stress test/ICD evaluation. He was seen in the ICD clinic and found to have an ICD lead fracture with impedance of > 2000 ohms and intermittent capture at 6.5 v at 1.5 ms. He presents for diagnostic ep study to determine the need for an ICD and then ICD lead revision/extraction and/or ICD system extraction.